Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received a sensor scan result of 500 mg/dl compared to capillary reading of 222 mg/dl obtained on an unspecified meter. After an hour, a reading of 306 mg/dl was obtained on the sensor and customer was treated based on the sensor reading. Customer subsequently experienced hypoglycemia, however no further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Section h4 (device mfg date) was updated based on extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. Customer received a sensor scan result of 500 mg/dl compared to capillary reading of 222 mg/dl obtained on an unspecified meter. After an hour, a reading of 306 mg/dl was obtained on the sensor and customer was treated based on the sensor reading. Customer subsequently experienced hypoglycemia, however no further information was provided. There was no report of death or permanent impairment associated with this event.